Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2019 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2019 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-jul-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: va20xg3012, ubd: 10-jul-2023, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient on (B)(6)2021 who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting the settings not available screen when they tried adjusting the stimulation. The patient stated the issue started saturday and they already tried troubleshooting via the troubleshooting considerations listed in the manual. The patient stated that they tried switching the groups from a to b, but haven't been able to resolve the issue. Patient services reviewed the settings not available screen and further considerations with troubleshooting. The patient tried switching to group c, and increasing stimulation past 0.3ma, but reported getting settings not available. The patient confirmed the ins is at 90% and the controller is at 100%. The issue was not resolved. The patient was redirected to the manufacturer representative. No symptoms were reported. Additional information was received from the patient via a manufacturer representative (rep) on (B)(6)2021. It was reported that the patient had not been able to turn stimulation up. The patient stated he tried all programs and was unable to turn them up. The rep met with the patient today and upon interrogation an impedance check was performed. It was found that lead 8-15 was >40000 ohms on every single contact. Lead 0-7 contact 6 was >40000 ohms. The patient was programmed on all groups using the bottom of both leads. The rep reprogrammed the patient to avoid damaged contacts and was able to get coverage where needed. The patient denied any falls or trauma. The issue was reported to be resolved. Additional information was received from the patient on (B)(6)2021. The patient reported that they noticed no change in their habits or use of the controller. The patient lowered to 2 at night and normal 3 during the day on group b. The patient called the manufacturer and was told they would contact a local rep and the issue would be taken care of. The patient reported that no further contact had been made. The patient had been without a working since (B)(6)2021. The patient was waiting on a rep. They had followed the instructions in the manual and got the same message on all 3 groups. The patient had answered the questions in the letter prior to meeting with the rep on (B)(6). Additional information was received from the patient on (B)(6)2021. It was reported that the patient was seeing the settings not available screen and they weren't able to make any changes to ins settings. The patient said they experienced this before and a rep had assisted them with reprogramming. The patient saw their doctor today, who suggested that a local rep come to meet the patient for assistance, as the patient cannot drive to indianapolis and back. Patient services sent an email to field reps in the patient's area to contact the patient for programming assistance. Additional information was received from a manufacturer representative (rep) on (B)(6)2023. The pt came in to discuss stim, as they were getting out of range (oor). All contacts o. Both leads were now red and orange. Pt was no longer able to turn stim up and was not getting stimulation of any kind. Pt was discussing a lead revision with their healthcare provider (hcp). Pt is keeping battery charged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating both leads will be replaced in the further. The cause was not determined, and the pt has no indication as to what happened either. The lead replacement/revision is not scheduled yet, there is no timeframe set or determined. Rep states they will provide more information when they received new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.